Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of unknown gender, age and ethnicity. The patient was taking insulin lispro 50% plus insulin protamine 50% (humalog mix 50) for treatment of an unknown indication via a humapen ergo ii starting in 2020 or 2021. On an unknown date in (B)(6) 2024, the consumer reported that the humapen ergo ii injection button gradually could not be pressed flexibly. It was difficult to press. The injection button was able to press but the insulin did not come out during the call. The pen could be used at first, now it was unable to use completely ((B)(4), lot 2002d01). The device was returned to manufacturer on 29-jul-2024. The operator of the device was the consumer. It was unknown if the user was trained. This device model was used for an unspecified length of time.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 28oct2024 in the b.5. Field. No further follow-up is planned. Lss analysis summary: a patient reported he/she began using the humapen ergo ii in 2020 or 2021 and reported that in (B)(6) 2024 the injection button of the device "gradually could not be pressed flexibly. It was difficult to press. The injection button was able to press but the insulin did not come out during the call. The pen could be used at first, now it was unable to use completely." No adverse event was reported. Investigation of the returned device (batch 2002d01, manufactured february 2020) found that device's dial spun freely and presented no clicks while dialing and setting a dose. A functional assessment was unsuccessful as the injection screw did not advance while attempting to dose a saline cartridge. The device was disassembled to find that the alignment keys on the abd clicker were not present, and damage was observed on the teeth of the drive sleeve. In addition, foreign material was observed on both internal and external components of the device which could have impacted the functionality of the device. Soft touch damage was present with evidence of excessive force. Both the presence of foreign material and the soft touch damage occurred in the field, not related to the manufacturing process. The complaint was initially associated with the reportable malfunction of a missing drive clutch which was not confirmed as this component was present and normal. However, the reportable malfunction of ergo ii missing clicks was confirmed as the keys of the anti-back drive (abd) clicker were not present. Malfunction confirmed. This failure mode (missing abd clicker alignment keys) may include loss of abd functionality and inability to properly set a dose. No clicks will be observed during an injection, which very likely will be noted by most patients. A comprehensive investigation including batch record review, retention sample review, and a complaint history review did not identify any deviations/events related to the missing abd clicker alignment keys. The investigation did not identify a definitive root cause related to the design, materials, molding process, or assembly process that could result in the missing alignment keys of the abd clicker observed. This is the only abd clicker complaint for the batch. Therefore, this is an isolated event, and at this time no corrective action is planned. There is evidence of improper use or storage. The foreign material contamination and soft touch damage to the device are attributed to field damage. The presence of foreign material may be relevant to the complaint issues.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of unknown gender, age and ethnicity. The patient was taking insulin lispro 50% plus insulin protamine 50% (humalog mix 50) for treatment of an unknown indication via a humapen ergo ii starting in 2020 or 2021. On an unknown date in (B)(6) 2024, the consumer reported that the humapen ergo ii injection button gradually could not be pressed flexibly. It was difficult to press. The injection button was able to press but the insulin did not come out during the call. The pen could be used at first, now it was unable to use completely ((B)(4), lot 2002d01). The device was returned to manufacturer on 29-jul-2024. The operator of the device was the consumer. It was unknown if the user was trained. This device model was used for an unspecified length of time. Update 31oct2024: additional information received on 28oct2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from no to yes, malfunction reiterated as yes/cirm and device return status reiterated as returned to manufacturer. Reiterated date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.